Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with a 510k number k182004. We checked the returned unit and confirmed that the iris diaphragm as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. In addition, we confirmed that the battery weak, and the power switch defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.